Manufacturer narrative:
Method: medical review. Results: according to the surgeon, the lens was aligned at 20 degrees ccw, which is 5 degrees off-axis. The patient experienced blurred vision and the surgeon decided to perform a secondary intervention to rotate the lens 31 degrees according to aberrometry testing. This resolved the problem. Several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of he eye's measurement to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, wrong lens, upside-down lens, misaligned lens, rotation, tilting, ect. There is not enough clinical data to determine the cause of the event. Conclusion: based on the complaint information, lens work order search and medical review, we were unable to determine a specific root cause of the event. The lens remains implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and an refractive surprise was noted. Patient experiencing blurred vision. The lens was remains implanted.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4): evaluation: method - work order search, device history record. Results - a lens work order search was performed and no similar complaints were found within the work order. (B)(4).